Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not vibrating anymore, even after pressing the act button. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump did not vibrate during the vibrate test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump unable to vibrate due to broken vibrator black wire.